Event description:
Caller reported a malfunction in the pump after it got wet. Despite the issue, there was no adverse impact to the customer¿s blood glucose level, as it remained under control. To address the situation, customer technical support decided to replace the pump, and the customer agreed to use an alternate method for insulin delivery in the meantime. Upon the arrival of the new pump, instructions on software use and returning the malfunctioning pump through a pre-paid ups label were communicated. The customer acknowledged and understood the required actions.